Event description:
Daughter of the end user reported that her father's irc1705 aerosol compressor is working intermittently the user felt he could not breathe after a treatment and went to the emergency room where they administered a treatment.